Event description:
AED did not shock vfib. (B) (4).

Manufacturer narrative:
Device internal memory reviewed. Result: review indicated analysis interrupted by handling artifact. Conclusion: this report is being field as it cannot be conclusively stated that recurrence would not result in an adverse event.